Manufacturer narrative:
(B)(4). Date sent: 5/13/2024. D4: batch # u5ct99. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned sample. Visual analysis of the returned sample determined that the device was not returned for analysis only one ecr45w reload was received unfired and with an opened package. The returned reload was loaded into a test device. The returned reload was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the reload performed without any difficulties noted. While we have no reason to believe this contributed to the reported event, it should be noted that the device returned appears to have been used after the expiration date. Device history review: a manufacturing record evaluation was performed for the finished device batch number u5ct99, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/25/2024. D4: batch # u5ct99. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned sample. Visual analysis of the returned sample determined that the device was not returned for analysis only one ecr45w reload was received unfired and with an opened package. The returned reload was loaded into a test device. The returned reload was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the reload performed without any difficulties noted. Device history review : a manufacturing record evaluation was performed for the finished device batch number u5ct99, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/7/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the staple line visualized at the time of initial stapling? What was the total estimated blood loss (ml)? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Any difficulty with the device during event? Any clips, clamps, or graspers near the area where the device was being fired? Did the patient receive any preoperative chemotherapy or radiation? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a pneumonectomy procedure there was an incident which caused extra bleeding of the patient. 30 min after the left main pulmonary artery was transected with the stapler using the reload. The patient experienced the bleed and after the surgeon managed to stopped it, it was identified that the entire staple line on the pulmonary artery was compromised and that was the cause of the bleeding. In the process to stop the bleeding, the or team used 16 units (450ml) of blood, 8 units of plasma. When the surgeon inspected the source of the bleeding, no presence of staples were visible. The pulmonary artery was stapled again with another stapler but this time adding a suture as a precaution. The surgery was delayed by 25 minutes and completed successfully. No fragments were generated. Surgeon stated that despite the event, the patient is feeling good and the recovery after procedure is seen as per normal as if there was no complication.

Manufacturer narrative:
(B)(4). Date sent: 4/29/2024. D4: batch # u5ct99. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned sample. Visual analysis of the returned sample determined that the device was not returned for analysis only one ecr45w reload was received unfired and with an opened package. The returned reload was loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the reload performed without any difficulties noted. While we have no reason to believe this contributed to the reported event, it should be noted that the device returned appears to have been used after the expiration date. Device history review a manufacturing record evaluation was performed for the finished device batch number u5ct99, and no non-conformances were identified. Additional information was requested and the following was obtained: was the staple line visualized at the time of initial stapling? Yes what was the total estimated blood loss (ml)? Aprox 1500ml how was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Pre operative: fraxiparine 0,4ml 12hrs before, postoperative: serratus pain block with bipivacain 0,5% for pain management was the bleeding intraluminal or extraluminal? Extraluminal any difficulty with the device during event? No. Any clips, clamps, or graspers near the area where the device was being fired? No. Did the patient receive any preoperative chemotherapy or radiation? No.

Manufacturer narrative:
(B)(4). Date sent: 6/25/2024. Correction to add health effect h6 blood transfusion.